Event description:
During a review of a journal article in springer-verlag 2011 published on-line 26 july 2011 entitled "harmonic focustm versus ¿¿knot tying¿¿ during total thyroidectomy: a randomized trial" the article references "..a single patient in hf [harmonic focus] group experienced wound haematoma treated conservatively with medical therapy.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.